Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The ECG a and b cable was cut into two pieces. The cause of the failure was isolated to the cut cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.